Event description:
Reporter indicated that vns patient was scheduled for revision surgery because it had been determined that the patient's lead had "become loose". Further follow-up revealed that the patient underwent vns therapy system replacement surgery, at which time both the lead (excluding electrodes) and generator were replaced. X-rays were taken prior to surgery and reportedly did not reveal any obvious evidence of discontinuity in the vns therapy system; however, device diagnostic testing prior to vns therapy system replacement surgery resulted in high lead impedance reading (dc-dc-code 7 and limit), indicating possible device malfunction. The patient had not experienced any recent injury or trauma that may have damaged the vns therapy system, but had experienced a recent increase in seizure activity (both in frequency and severity) medication changes reportedly could have played a part in the increase in seizure activity. Approximately three months before the increase in seizure activity, the patient was weaned off of keppra. Topamax was increased when seizure activity increased, and the patient was weaned off of depakote. The patient's seizure frequency increased above pre-vns baseline frequency following vns therapy system replacement surgery. The cause of the high lead impedance reading is unknown. Fibrosis between the lead electrodes and the vagus nerve is suspected, as it was reported that the anchor tether of the replacement lead was not placed on the nerve due ot lack of room from previous scarring and the presence of the old lead coils still attached to the nerve.

Event description:
Further follow-up with the treating physician revealed that with device programming changes, the patient's seizure are now under control. The reported seizure increase was likely due to the patient not receiving the vns therapy due to the lead issue. Attempts to retrieve the devices for analysis have been unsuccessful to date.